Event description:
It was reported during in clinic follow up that the patient was experiencing discomfort due to phrenic nerve stimulation. Loss of capture was noted on the left ventricular lead. Chest x-ray revealed that the lead had dislodged. The product was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x- inspections of the lead did not find any anomalies except for procedural damage.